Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the third inflation at 17 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.